Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during surgery.

Manufacturer narrative:
The visual inspection of the tasp bottom confirmed that a small piece fractured from the central post of tasp. The fractured piece was discarded by the hospital. There were some type of cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot has been in the field for approximately two years and ten months. It is unknown for how many times the device is being used. This device is used for treatment. In addition, persona tibial articular surface provisional (tasp) top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. FDA notification contains the related lot number. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. However, the failure of the instrument was caused by the surgeon applying force, which is advised in the persona surgical technique which states that: "apply gentle pressure without impacting the tasp construct with either a mallet or hand."